Event description:
Spacelabs received a report that a pt's numeric heart rate value printed on the mcare monitor strip recording does not match the heart rate obtained from the waveform r-r interval measured on the same strip. The reporter indicated that the numeric heart rate value was the same as the pt's respiration rate.

Manufacturer narrative:
Spacelabs investigation into this matter is on-going. The equipment is still in use at the hospital. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.